Manufacturer narrative:
(B)(4). Manual override lever the analysis results found that one ple60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. It should be noted that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. Upon further evaluation the bailout lever was noted to be damaged in the area were it interacts with the cam bailout. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The reverse button force worked as intended. Event could not be confirmed as the device closed and opened without any difficulties noted. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a video assisted thoracic surgery procedure with wedge resection, the device was fired with black reload (unknown which firing) and afer device was fired, the knife blade would not return. The surgeon attempted to use reverse button but would not work as "power was gone." Surgeon then used manual override to return blade and open device. The staple line was inspected and device had fired as intended. A new device of different code was used to complete case. There were no patient consequences reported.